Event description:
The biomedical engineer (bme) reported that the clinical application specialist (cas) was loading the bed settings onto the central nurse's station (cns) and when they rebooted the cns it went into a boot loop. The cas tried to boot up this unit with 1 drive but it still did not boot up. This occurred while in patient use. No patient harm was reported. Bme requested replacement hard drives.

Manufacturer narrative:
The biomedical engineer (bme) reported that the clinical application specialist (cas) was loading the bed settings onto the central nurse's station (cns) and when they rebooted the cns it went into a boot loop. The cas tried to boot up this unit with 1 drive but it still did not boot up. This occurred while in patient use. No patient harm was reported. Bme requested replacement hard drives. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the clinical application specialist (cas) was loading the bed settings onto the central nurse's station (cns) and when they rebooted the cns it went into a boot loop. The cas tried to boot up this unit with 1 drive but it still did not boot up. This occurred while in patient use. No patient harm was reported. Bme requested replacement hard drives. Investigation summary: the hdds were exchanged to resolve the issue. As hdds contain patient information, they were not returned for evaluation. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Additional information: b4: date of this report. D10: 12/13/2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type?. H6: adverse event problem codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the clinical application specialist (cas) was loading the bed settings onto the central nurse's station (cns) and when they rebooted the cns it went into a boot loop. The cas tried to boot up this unit with 1 drive but it still did not boot up. This occurred while in patient use. No patient harm was reported. Bme requested replacement hard drives.